Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: wear abrasion, fold creases, linear smooth opening in a crease. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a smooth crease opening assessed as fold flaw opening. The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: deflation, capsular contracture baker grade unknown, seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare provider reported bilateral capsular contracture, baker grade unknown, and a right side deflation. Healthcare professional reported right side seroma, "serous fluid". Device has been explanted. This record is for the right side.